Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that no introducer was returned; used a fresh introducer, lead advanced fully, test passed.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not advance. The physician requested the lv lead be replaced. No patient complications have been reported as a result of this event.